Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred on the homechoice (hc) device during dwell one. The home patient (hp) was connected at the time of the alarm. During troubleshooting, the hp stated there was unspecified damage to one of the solution bag. The technical service representative (tsr) reviewed proper procedures with the hp and assisted the hp to end therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.